Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cl continu-flo soln set w/control-a-flo "had some kind of iodine solution on it." The device was still in the sterile packaging (overwrap). The product came to them re-packed in a generic box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according specification. During the visual inspection of the primary package, iodine solution was observed to be present on the outside of the pouch. The sample was functionally tested and primed. Additionally, the sample was submitted to pressure test, block test, and clear passage tests. During the functional testing no defects were noted. Per the visual inspection, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.